Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified surgery. Post-op, during x-ray review, solid bony union at c3-c4 was seen. Reportedly, the patient has auto-fused at c3-c4, c4-c5, c5-c6.